Event description:
The customer called and reported receiving a no delivery alarm on the insulin pump. Customer's blood glucose was 375 mg/dl. The alarm was reportedly resolved by a complete set change. Customer also mentioned the presence of air bubbles. Customer then stated that they received another no delivery alarm several hours after changing out the set, but that the alarm was resolved with a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2015-49913.